Event description:
New information stated that the lead was explanted.

Event description:
It was reported that the patient presented in-clinic after receiving an alert. Interrogation showed low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.